Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2316-50e serial: (B)(4) description: infinion 1x16 perc lead and splitter 2x8 kits additional information was received that the burning and pulling pain was related to the device hardware and not the stimulation. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient experienced a burning and pulling pain to the puncture site. Serosanguinous fluid drainage and lead migration were observed. The physician removed the trial lead. The issue resolved and both events were assessed as related to the procedure. The burning and pulling pain was assessed as device related.

Manufacturer narrative:
Additional information was received indicating that both leads were removed.

Event description:
A report was received that the patient experienced a burning and pulling pain to the puncture site. Serosanguinous fluid drainage and lead migration were observed. The physician removed the trial lead. The issue resolved and both events were assessed as related to the procedure. The burning and pulling pain was assessed as device related.

Manufacturer narrative:
Expiration date: ni.

Event description:
A report was received that the patient experienced a burning and pulling pain to the puncture site. Serosanguinous fluid drainage and lead migration were observed. The physician removed the trial lead. The issue resolved and both events were assessed as related to the procedure. The burning and pulling pain was assessed as device related.